Event description:
The customer reported a suspected positive biological indicator (bi). The customer stated that not all of the items were recalled. The customer stated that there were no pt injuries reported.